Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4) - reuse. Electrode belt: (B)(4): 06/01/2014 - reuse. Inappropriate defibrillations are on anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A us distributor contacted zoll on (B)(6) 2015 to report that a patient experienced an inappropriate defibrillation event while in a nursing facility. It was reported that the patient tried to press the response buttons. The patient was treated at 02:40:15 on (B)(6) 2015. Motion artifact contributed to the false detection. A review of the event indicates that the response buttons were not pressed during the detection sequence which resulted in the shock. Review of the patient's downloaded date indicates that the response buttons were pressed 8 minutes before the treatment and were functional during the subsequent power on sequence. The response buttons functioned appropriately. The patient went to the hospital following the treatment and continued use of the lifevest.